Event description:
During cystoscopy, x-ray foot pedal stopped working x-ray table had to be turned off and turned back on twice until it was able to resume working correctly. FDA safety report ID# (B)(4).